Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within both uterine cornus'), pelvic pain ('physical pain, chronic,, pelvic') and autoimmune anaemia ('autoimmune disorder- type d disorder: anemia') in an adult female patient who had essure (batch no. 9370729-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis test positive. Essure confirmation test- unknown. Concurrent conditions included low back pain, urge incontinence, stress incontinence, bacterial vaginosis, vaginal yeast infection, overactive bladder, hot flashes, irregular menstruation, menstruation abnormal, fatigue and headache. Concomitant products included amlodipine besilate (amlodipine besylate) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2016, ibuprofen from (B)(6) 2007 to (B)(6) 2019, lisinopril since (B)(6) 2016, metoprolol succinate since (B)(6) 2016, naproxen since (B)(6) 2016 and simvastatin since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury/anxiety/mental anguish"), vaginal infection ("bladder/urinary problems:vag. Infect. (Vaginal infection)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, autoimmune anaemia, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, autoimmune anaemia, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: coiled essure material is visualized and embedded within both uterine cornus. The essure coils do not extend into the endometrial cavity or protrude through the uterine serosa, grossly. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, anxiety, depression and anemia. Most recent follow-up information incorporated above includes: on 14-nov-2019: update of information (batch is inv). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within both uterine cornus') and pelvic pain ('physical pain, chronic,, pelvic') in an adult female patient who had essure (batch no. 9370729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis test positive. Essure confirmation test- unknown. Concurrent conditions included low back pain, urge incontinence, stress incontinence, bacterial vaginosis, vaginal yeast infection, overactive bladder, hot flashes, irregular menstruation, menstruation abnormal, fatigue and headache. Concomitant products included amlodipine besilate (amlodipine besylate) since march 2016, hydrochlorothiazide since (B)(6) 2016, ibuprofen from (B)(6) 2007 to (B)(6) 2019, lisinopril since march 2016, metoprolol succinate since (B)(6) 2016, naproxen since (B)(6) 2016 and simvastatin since march 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("autoimmune disorder- type d disorder: anemia"), anxiety ("psych injury/anxiety/mental anguish"), vaginal infection ("bladder/urinary problems:vag. Infect. (Vaginal infection)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, anaemia, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety and vaginal infection had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test on (B)(6) 2019: coiled essure material is visualized and embedded within both uterine cornus. The essure coils do not extend into the endometrial cavity or protrude through the uterine serosa, grossly. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, anxiety, depression and anemia. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and medical record received. Essure explant date updated. Lot number added. Events added: embedded within both uterine cornus, abnormal bleeding (vaginal) and depression. Event clubbed and pt updated: psych injury/anxiety/mental anguish. Medical history, lab data, concomitant drugs and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, chronic,, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- unknown. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect. (Vaginal infection)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma and vaginal infection had resolved and the anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury, vag. Infect. (Vaginal infection), bladder disorder and urinary problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.